Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he noticed smoke and allegedly saw the hand control was on fire.

Manufacturer narrative:
Tech replaced hand control and unit is working properly. Never received part back for evaluation.

Event description:
Consumer alleges he noticed smoke and allegedly saw the hand control was on fire.